Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was a leak found in the pressure regulator balloon. A new balloon was placed, and no additional patient complications were reported.